Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 11/21/2014 with the following findings: investigation revealed that there were no segments missing from the display screen visual: the reported issue was not duplicated. During the analysis, the pump operated according to the specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (segments missing) issue. It was reported that segments of the display screen image were missing. Thus the display could not be read safely. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.